Manufacturer narrative:
The report event of ineffective therapy was not confirmed. As received, the returned lead (a) passed continuity resistance test. The cause of the reported event remains unknown.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's lead exhibited high impedances. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the lead was explanted and replaced to address the issue.